Event description:
Bd 10ml syringe luer-lock tip; the syringes were sealed in sterile packaging. There was a brownish material inside the barrel of the syringes. The packaging was not tampered with or broken. These syringes came from the manufacturer contaminated.